Event description:
A ventilator was returned to a third party service center for evaluation. The device's blower motor was replaced due to a high temperature alarm condition. There was no harm or injury reported. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failure was due to high resistance on the hall sensor and the 5vdc voltage regulator.